Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, vessel dissection, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the physician successfully performed four passes with the retrieval device to treat a basilar artery occlusion. A percutaneous transcatehter angioplasty (pta) was also performed using another company's product. Post procedure, intracranial bleeding was noted due to a vessel dissection at the basilar artery. The patient passed away seven days post procedure. No additional information is available